Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with a neurostimulator (ins) for movement disorders. It was reported that the patient experienced symptoms such as drooling and difficulty walking. Initially a stroke was suspected, but an MRI was done and there were no signs of a stroke. The rep stated what may have led to the issue was the patient having their ipg changed on (B)(6) 2019. The patient was seen by a neurologist who interrogated the ipg and reported that the ¿left lead was affecting the left body and the right lead was affecting the right body.¿ they reported that the programming/leads had swapped. At that time, they swapped the settings that were on the left to the right and vice versa. The rep met with the patient and nurse practitioner in (B)(6) 2019. The patient was assessed and on observation it appeared that the left brain was affecting the right body and the right brain was affecting the left body. They reviewed all the patient reports and cross matched them with the medical notes. Everything correlated correctly. There was a suggestion that the new physician programmer had swapped the settings, but they didn't observe that. Lead configuration and settings were in keeping with pre-op settings. Since then the nurse practitioner had done a monopolist review on the patient and had reported left lead affecting left body and right lead affecting right body. The issue was not resolved at the time of the report. The issue was still ongoing as the family was seeking answers for the patient¿s decline. It was first noticed on. There was no surgical intervention that had occurred or had been planned. Post operatively the patient experienced significant decline and was admitted to hospital. An MRI was performed to rule out a stroke. The patient went to rehab for 10+ days. The rep had a question about the auto transfer feature when changing the ins. They said they wanted to add to the report that the patient had a pocket adapter that was not replaced. It was the same pocket adapter for all of their ins'. Further clarifying information was received from the rep stated that the pocket adapter not being changed was a purposeful surgical choice that they were aware of at the time of surgery, and was normal. It was also clarified that when the rep was with the nurse practitioner they saw that the lead configuration was correct, but later in (B)(6) it was reported that the leads were opposite. This was conflicting from the original statement. There were no further complications reported.

Event description:
Additional information was received: it was reported that it was believed that the decline was related to the right and left settings being reversed at the time of the ipg replacement. The patient¿s parkinson¿s was quite advanced, and interruptions of the therapy could cause prolonged periods of worsening symptoms. The neurologist observed the backwards settings the day after the ipg surgery ((B)(6) 2019) and reprogrammed the leads. They did not change the lead numbering/labeling, which led to the confusion during subsequent visits by our nurse, but the programming was corrected on ((B)(6) 2019). The programmer logs at time of surgery were reviewed and appeared correct. The programming was correct, the patient improved from their immediate decline after the ipg replacement but had continued poor functional status overall due to their advanced parkinson¿s (diagnosed nearly 25 years ago). There were no further complications reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.